Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
A representative reported that while prepping the pump, the silicone sleeve on the stem of the catheter-pump connection was pulled off. The medication infused was unknown. The medication infused was lioresal. No troubleshooting was required. The patient was doing well and was getting effective therapy. No explant was planned.